Event description:
Allegedly, the surgeon noted during the first use that the scissors were blunt. Therefore, another one had to be utilized.

Manufacturer narrative:
Additional info will be provided once investigation is completed.